Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 1 mg/ml dilaudid at 0.5992 mg/day via an implantable infusion pump for an unknown indication for use. It was reported that there were intermittent alarms on the pump. The logs indicated that the pump had stalled on (B)(6) 2019 and had a stopped pump may exceed tube set message occur on (B)(6) 2019 and the pump stall recovered on (B)(6) 2019. Another pump stall occurred on (B)(6) 2019 and a stopped pump may exceed tube set message occurred on (B)(6) 2019 and the pump recovered on (B)(6) 2019. The pump was replaced and the issue was resolved. The patient's status was noted as "alive-no injury." No further complications were reported.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. If information is provided in the future, a supplemental report will be issued.